Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation from the implanted leads. Therefore, the patient underwent a lead revision procedure during which the leads were explanted and replaced with leads of a different model. There were no reported patient complications and the patient had significant pain relief post operatively. The explanted leads will not be returned as they were disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: (B)(6).